Manufacturer narrative:
Testing of actual/suspected device: (10/3233): a getinge field service engineer (fse) evaluated the unit and confirmed the reported event. In addition to fault code #63 the fse also observed fault code #78 in the fault which is related. To resolve the issue, the fse replaced the video generator pcb assembly and reloaded system software . The fse then ran full functional checkout and tested display functions, all passed to meet factory specifications . The unit was cleared clinical use and returned to the customer. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave touch screen error #63. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site).

Event description:
N/a.